Event description:
A report was received that the patient had a suspected infection at the ipg site. It was noted that the patient had experienced pain. It was unknown if infection was device related. Antibiotics were prescribed and was reportedly doing well.